Manufacturer narrative:
(B)(4) date sent: 10/28/2022 upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2022-06180. Moving forward all additional information will be filed under 3005075853-2022-06129. See h10

Event description:
It was reported that the stapler stuck inside the abdominal cavity. It wouldn't open. There was no tissue in the jaw when the lock occurred. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Were there any patient consequence related to this event? If yes please describe investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2022, d4: batch # v34y10 h10.